Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not fire. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 06/19/2009. Advancer bypass, malformed clip. The analysis results found that the device was returned in good visual condition. The instrument was cycled, fed and formed 8 clip conforming and 1 malformed clip due to bypass issues. In addition the orange indicator did not showed up after the device locked out. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed, and no anomalies were found during the manufacturing process.